Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via telephone call that the blood glucose reading went low at night. The blood glucose reading was 47 mg/dl. The customer was treated with juice and food and the blood glucose reading was back up to 146 mg/dl. The customer was unable to complete troubleshooting. The insulin pump was not replaced or returned for analysis.